Manufacturer narrative:
The device brand name was reported as colibri ii in the initial medwatch in error, the brand name is small battery drive. The number catalog number was reported as 1280935 in the initial report. The catalog number is 532.010. The UDI was reported as (B)(4), the UDI number is (B)(4). The serial number was reported as unknown in the initial report. The serial number is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 7, 2005. (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device did not run. The device was disassembled and the motor and the electronic control unit (ecu) were measured individually. It was observed that the motor did not function. However, it was observed that the ecu worked normally. The device also failed pretests for check the off/oscillation/on switch mode function, check switching function, check the triggers and ecu function, check the function with electronic pen drive (epd)-console and check power with test bench 40 to 65 watts therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary open reduction internal fixation (orif) surgical procedure, it was discovered that the small battery drive device stopped working when it was connected to a new battery device. It was reported that the small battery drive device was in use with the cable adaptor device. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.